Event description:
Patient revised on (B)(6) 2020 approximately 2 years after primary surgery. Surgeon explanted all components except humeral stem (24mm glenoid baseplate, 2 locking screws, 2 standard screws, 36mm eccentric glenosphere with screw, 36/+9 standard humeral cup) and then implanted a 48x19 offset head and 24/10 eccentric taper adapter.